Event description:
It was reported to boston scientific corporation that a advantage fit was implanted into the patient on (B)(6), 2014. The patient experienced complications and nonsurgical treatment. Patient symptoms include: vaginal pain; perin pain; pain inter; inab inter; rec incont; psych; oth pain: inflammation in body nonsurgical treatments: on (B)(6), 2004 the patient commenced psychological medication: escitalopram for the treatment of: to treat depression and anxiety. Escalated after surgery.. Treatment duration: ongoing. . On (B)(6), 2014 the patient commenced other medication (please specify): premarin for the treatment of: hrt. Treatment duration: approx 2 years. On (B)(6), 2015 the patient commenced topical treatment (including oestrogen cream): proctosedyl for the treatment of: for perineal massage to improve discomfort. Treatment duration: approx 2 years. On (B)(6), 2020 the patient commenced other (please specify) for the treatment of: to ease discomfort from intercourse. Treatment duration: ongoing. On (B)(6), 2015 the patient commenced other (please specify) for the treatment of: ease pain and discomfort . On (B)(6), 2015 the patient commenced other (please specify) for the treatment of: poor health, extreme fatigue, inflammation, headaches. On (B)(6), 2015 the patient commenced other (please specify) for the treatment of: malaise, fatigue, inflammation, headaches, not working since surgery. On (B)(6), 2014 the patient commenced other (please specify) for the treatment of: dysthymic disorder. Treatment duration: on and off for years with other psychologists too.

Manufacturer narrative:
Patient ID: (B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.